Event description:
Treatment with light sheer diode was on face and neck. Right after treatment full was bright red, skin was wavy as if injured from below epidermis. As time passed 2-4 months, watched as facial skin callapsed and thinned. Appears as if laser over heated collagen which collapsed. Pt's face was round and pt had excellent thick, strong skin. Pt's checks once so fat people would squeeze them are now so tight and thin that pt is unable to pinch any skin up. Temples now indent-check fat gone- jaw and chin misshaped. Face is sore all the time - feels very tight.